Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty mixing pump. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was failing calibration with an error 80 (water check time out - unable to reach calibration temperature) expected 6 actual 28.